Manufacturer narrative:
Additional information: h4 (device mfg date) has been updated based on an extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to an adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported premature detachment of the freestyle libre 2 sensor. The customer reported contact with endocrinologist and family doctor, requiring treatment, and reported a diagnosis of postprandial strong hypoglycemia. However, no further information was provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The device manufacturing date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported premature detachment of the freestyle libre 2 sensor. The customer reported contact with endocrinologist and family doctor, requiring treatment, and reported a diagnosis of postprandial strong hypoglycemia. However, no further information was provided by the customer. There was no report of death or permanent injury associated with this event.